Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was repeatedly failed and did not open. The field service engineer addressed intermittent failures of the smart remote manager by retightening the latch harness, which restored proper functionality. The unit was tested in diagnostics and verified by the customer, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the generic bd pyxis¿ medstation¿ es, refrigerator door was repeatedly failed and did not open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the generic bd pyxis¿ medstation¿ es, refrigerator door was repeatedly failed and did not open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.